Manufacturer narrative:
(B)(4). The event description in the initial MDR is incorrect. The following event description addresses the reported problem addressed in this investigation: it was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of rear case pushed inwards; possible internal damage. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available. The sample receipt date should have been included in the follow-up MDR 001. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this involved an unremediated infusion pump with user interface module master software version 7:01:00. A service history review revealed that this device was not previously serviced for the reported condition, as the only records available are for preparation and installation. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the device has been received and evaluated, however, the sample receipt date has not yet been indicated. The reported condition of a colleague infusion pump with a malfunction of "rear case pushed inwards" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a displaced rear case. The device was opened and realigned to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "right hand rear fuse blown." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.